Event description:
This is a report by a consumer, with supplemental information from a nurse, in the USA. This report is of a patient that made a mistake of touch contamination and was found with peritonitis, in coincident with dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following information was reported by the patient's wife. On (B)(6) 2012, the patient experienced peritonitis, however the patient was not hospitalized for the event. At the time of this report, the patient was reported to be recovering. During a follow up call with the peritoneal dialysis nurse (pdn), the following additional information was reported. On an unreported date, the patient made a mistake of touch contamination (details not provided). The pdn clarified that the patient experienced peritonitis on (B)(6) 2012. The pdn confirmed the patient was not hospitalized for the event. Treatment rendered was not reported. Concomitant therapy was not reported. The pdn reported the cause of the peritonitis was due to the touch contamination and not related to a baxter device or solution. On (B)(6) 2012, baxter product surveillance contacted the pdn and received additional information. The pdn reported the patient has fully recovered from the event of peritonitis. The pdn confirmed the patient has been re-trained in proper aseptic procedures for pd therapy (date unspecified).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This condition of a use error - breach in aseptic technique and serious injury was confirmed because the nurse reported a break in aseptic technique. The break in aseptic technique was described as touch contamination. No assignable cause was determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.